Event description:
Rvtip-ring impedance out of range, they want to program tip-coil for pace/sense. Discussed turn off rvpace alert and use lia only. Competitor durata lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).